Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 19/oct/2015. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side "redness and swelling" with a treatment of antibiotics and a right side "seroma" with a treatment of puncture and drainage. Healthcare professional later reported capsular contracture, baker grade iii. Device remains implanted.